Manufacturer narrative:
Voluntary distributor report the manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report the sales representative reported on behalf of the customer that the sb1036 detachable nylon bag 3x6 5/csc was being used on (B)(6) 2023, during a laparoscopic cholecystectomy and the ¿sb1036 string broke during case. He was able to grab part of the string and retrieve the bag.¿ per further assessment it was found that the, "bag broke while trying to retrieve specimen." Clarification was received and the string broke while retrieving the specimen. There was no impact/injury, medical intervention or prolonged hospitalization to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.